Event description:
It was reported that a multirate infusor prematurely stopped delivery on the second day of an infusion that was expected to last 48 hours. This issue occurred during infusion of fluorouracil. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.